Event description:
Device analysis found that the buttons were unresponsive. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the keys did not respond when fully pushed down. The keypad was replaced.